Manufacturer narrative:
Although this event is likely related to the device support and required anticoagulant therapy, there is no evidence to suggest a relationship to any device performance or manufacturing issues. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Gastrointestinal bleeding has been identified as a known potential risk associated with use of all vads as outlined in the instructions for use (IFU). Known contributing factors to gi bleeding include individual patient comorbidities and pharmacological factors. The IFU addresses guidelines for optimal patient management, including therapeutic anticoagulation guidelines. Gi bleeding/av ms are known potential complications associated with all patients implanted with vads. Device remains implanted.

Event description:
It was reported from the clinical study site that the patient reported shortness of breath (sob) and fatigue since (B)(6) 2016. Patient presented to emergency room (ER) on (B)(6) 2016 with hemoglobin (hbg) 8.5 g/dl (nl 13-17), pt/inr 30.4/2.8 seconds (nl 9.7-11.8). Patient on coumadin and aspirin (asa). Patient had esophagogastroduodenoscopy (egd) on (B)(6) 2016 which showed suspected source of anemia from arteriovenous malformation (avm) of small bowel distal to the extent of the exam. On (B)(6) 2016 hgb dropped to 6.8 g/dl. Patient was then transfused with 2 units of packed red blood cells (prbc's). On (B)(6) 2016 patient had a colonoscopy which showed no bleeding source. Patient stopped coumadin on (B)(6) 2016 and resumed it on (B)(6) 2016, stopped again on (B)(6) 2016, (B)(6) 2016 and resumed coumadin on (B)(6) 2016. Asa was held on (B)(6) 2016 and on (B)(6) 2016 and resumed on (B)(6) 2016. It was stated that the issue had resolved and the patient was discharged home on (B)(6) 2016 with hgb 9.5 g/dl and pt/inr 14.8/1.3. No additional information available.